Event description:
The reported event was that there was no image displayed on the external monitors. The customer was able to isolate the issue to their olympus video system and the issue was resolved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).